Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported horizontal stripes on the image during set up / inspection for use involving an olympus gastrointestinal videoscope. The cause is currently unknown to the customer. There were no reports of patient harm.